Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a needle break occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "using the 8mm retail pen needle. Lot # unknown. The needle broke off during injection after the pen jammed on (B)(6) 2019 in the pm. Consumer went to the hospital for xray on (B)(6) 2019. They could not find it on the site. Consumer stated when pen jammed during injection then the needle broke. The piece left on the end of hub cut site about 1" on stomach site. Hospital said to use cream on the cut. Consumer still has the hub of the pen needle but has poor eyesight can't read the lot number on the paper tab. Will return the paper tab with hub in mailing kit. Consumer denied reuse of the pen needles and claims to also complete the flow check.".

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "using the 8mm retail pen needle. Lot # unknown. The needle broke off during injection after the pen jammed on (B)(6) 2019 in the pm. Consumer went to the hospital for xray on (B)(6) 2019. They could not find it on the site. Consumer stated when pen jammed during injection then the needle broke. The piece left on the end of hub cut site about 1" on stomach site. Hospital said to use cream on the cut. Consumer still has the hub of the pen needle but has poor eyesight can't read the lot number on the paper tab. Will return the paper tab with hub in mailing kit. Consumer denied reuse of the pen needles and claims to also complete the flow check."